Event description:
It was reported that during an angioplasty treatment procedure involving the pt's upper arm, balloon removal difficulties were encountered. The inspecified type of balloon became stuck in the 7f/7cm super sheath upon attempts to withdraw it. The balloon was successfully removed as a unit with the sheath. The sheath was replaced with another 7f/7cm super sheath and the procedure was successfully completed without pt complications.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.